Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the left ventricular (lv) lead failed to capture. The patient was enrolled in the product surveillance registry clinical study.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had early battery depletion and the left ventricular (lv) lead had high thresholds. The ICD was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6943-65, lead, implanted: (B)(6) 1998; d224trk ICD, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.